Event description:
User received discrepant alt results for one patient sample. Initial result ran on (B) (6)2009 at a sister site on a different cobas c501 analyzer (B) (4) gave 42 u per l and was accompanied by a greater than abs data flag. The sample was automatically repeated by the analyzer with dilution giving negative 102 u per l and was accompanied by a less than test data flag. The same sample was repeated a second time by the same c501 analyzer (B) (4) giving 36 u per l and accompanied by a greater than abs data flag. The sample was automatically repeated by the analyzer with dilution giving negative 106 u per l and accompanied by a less than test data flag. The same sample was sent for testing at this facility and run on a hitachi 917 analyzer giving 11 u per l - no serial number was provided for this analyzer. On (B) (6)2009, the roche field application specialist ran the same sample on a hitachi 917 analyzer (B) (4) at this facility giving 14 u per l. The same sample was also run on a c501 analyzer at this facility, (B) (4) which resulted negative and was accompanied by a greater than abs data flag - actual result was not provided. Customer believed the alt results generated from the hitachi 917 to be the correct results. No results were reported and pt was not adversely affected.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.